Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user lost access to sound with the device. User has been re-implanted.

Event description:
The recipient lost access to sound with the device. The recipient has been re-implanted on (B)(6) 2018.

Manufacturer narrative:
Conclusion: the device investigations show that the electronic circuit is functional, but there is a damage at the weld of the reference electrode. The pattern of the damage is indicative for wire breakages by small mechanical loads applied over some period of time. The problems in the recipient report match the damage found. This is a final report.